Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer's mother reported her son has been having issues with his sensors. Customer's blood glucose was 406 mg/dl. He treated with the device. Customer's mother stated she believes customer has high blood glucose because they were taking a car ride. Customer is feeling fine. The issue with the sensors is that the device alerts weak signal and it is not registering the calibrations. At least two calibrations are missing in the device's history. Customer was advised of proper sensor and calibration methods. He was advised to move the transmitter to re establish radio frequency. After that, the calibrations started showing up. Nothing further reported.